Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 3.0, laboratory inr: 7.5. Therapeutic range: 2.5 - 3.5. The time between testing was three (3) to four (4) hours apart. The patient was instructed to hold warfarin for two (2) days. There was no additional information provided.

Manufacturer narrative:
Investigation pending.